Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
It was reported that balloon rupture occurred. The 10% stenosed target lesion was located in a non tortuous and mildly calcified aorta. A 40/7/2/100 equalizer¿ balloon catheter was advanced to the lesion. However, during the first inflations at nominal pressure, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patients' status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. Unit returned with its original pouch. The unit returned has the balloon damaged, as part of overall visual revision. The balloon was inspected for defects and it was found burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 10% stenosed target lesion was located in a non tortuous and mildly calcified aorta. A 40/7/2/100 equalizer¿ balloon catheter was advanced to the lesion. However, during the first inflations at nominal pressure, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patients' status was stable.